Event description:
It was reported that the 9600 system intermittently would not fluoro during a case. The 9600 system was operational after the interconnect cable was wiggled. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector assembly was replaced during the service call. The system was tested and found to be working as intended, and put back into service.